Event description:
It was reported that the customer was hospitalized due to high blood glucose. Customer's blood glucose reading was over 500 mg/dl. Caller stated that the customer does not know how to inset her infusion set correctly and she was not getting insulin, which is why her blood glucose was high. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.